Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an ablation procedure, the right atrial lead was noted dislodged. A lead revision was performed, the lead was successfully placed. The patient tolerated the procedure well. The lead dislodged again, the lead was explanted and replaced successfully. The patient did not experience any adverse consequence.